Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It was unknown if there were any deviations from the instruction manual in the reprocessing steps at the material residue point. There was no physical damage to the area where the material resided. Therefore, a definitive root cause could not be established. The instructions for use states the detection methods associated with the event in "cf-hq1100dl/I operation manual chapter 3 preparation and inspection." And the prevention methods in "cf-hq1100dl/I reprocess manual chapter 5 reprocessing the endoscope.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air/water tube and white foreign material in the air/water cylinder. There were no reports of patient involvement.